Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated/migration of essure device location of device: right side of the uterus") in a female patient who had essure (ess205) (batch no. 620753, 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, obesity, dyskinesia and sinusitis recurrent. Concomitant products included alprazolam, ascorbic acid (vitamin c), cilest (ortho-tri-cyclen lo), intrauterine contraceptive device (copper-t), marvelon (mircette), nuvaring, omeprazole, salbutamol (ventolin) and valaciclovir. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, abdominal pain, dyspareunia, hot flush, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, female sexual dysfunction, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure device. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, other relevant history, lab data, product information, concomitant drugs and events: hormonal changes describe: hot flashes, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), , dyspareunia (painful sexual intercourse), right lower quadrant pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated/migration of essure device location of device: right side of the uterus/ uterine cavity") in a 27-year-old female patient who had essure (ess205) (batch no: 620753, 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper t. Concurrent conditions included menorrhagia, obesity, biliary dyskinesia and sinusitis recurrent. Concomitant products included alprazolam, ascorbic acid, desogestrel;ethinylestradiol (mircette), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), intrauterine contraceptive device (copper-t), omeprazole, salbutamol and valaciclovir. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In february 2008, the patient experienced pelvic pain ("chronic pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(abnormal bleeding)"). In july 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("right lower quadrant pain"), adhesion ("adhesion"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy , bilateral sapingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, abdominal pain, female sexual dysfunction, weight increased, adhesion, ovarian cyst and endometriosis outcome was unknown and the pelvic pain, dyspareunia, hot flush, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, device expulsion, dyspareunia, endometriosis, female sexual dysfunction, hot flush, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.063 kgs. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Informed it was safe to have intercourse. Ultrasound scan vagina: on an unknown date: results: migration of essure device. Lot number: 620752, manufacture date: 2006/09, expiration date: 2008/08. Lot number: 620753, manufacture date: 2006/09, expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet received. Events adhesion nos, ovarian cyst, endometriosis and weight gain were added. Lab data updated. Historical & concomitant conditions were updated. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated/migration of essure device location of device: right side of the uterus") in a female patient who had essure (ess205) (batch no. 620753, 620752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, obesity, biliary dyskinesia and sinusitis recurrent. Concomitant products included alprazolam, ascorbic acid (vitamin c), cilest (ortho-tri-cyclen lo), intrauterine contraceptive device (copper-t), marvelon (mircette), nuvaring, omeprazole, salbutamol (ventolin) and valaciclovir. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, abdominal pain, dyspareunia, hot flush, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, female sexual dysfunction, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure device. Lot number: 620752, manufacture date: 2006/09, expiration date: 2008/08. Lot number: 620753, manufacture date: 2006/09, expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia and pelvic pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.